Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va0nqz9, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Device code (B)(4) pertains to the ipg ((B)(4)) and lead ((B)(4)). Evaluation conclusion code pertains to the ipg ((B)(4)) and lead ((B)(4)).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that the effectiveness of bowels changed. The patient reported falling and broke their hand. The patient reported that a few weeks prior to falling, the effectiveness of urinary control changed. The patient reported that a month or two prior to replacement they felt a shock in their butt cheek. The patient also reported that the ins quit working, wires were messed up, tangled up and not working and something felt wrong in the groin area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.